Manufacturer narrative:
The subassembly in question is a562 and is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical. The finished product is further assembled, packaged and sterilized by smiths medical. One a562 subassembly was received with the make luer lock (mll) broken off the tubing. Visual examination showed part of the tubing was still bonded inside the mll. The broken ends of the tubing had a shiny glass- like appearance. Both of these observations are indicative of a brittle fracture. The tubing was measured and was within specification. There was no manufacturing issue noted. Smiths was able to confirm the issue and determine the cause. Since the reporter stated the sample had been found in this condition when the pouch was opened, it is most likely that the damage occurred during transport of the finished kit to the customer. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
A clinic reported to smiths medical that the luer lock was broken from the syringe. This was found during unpacking, so there was no patient involvement.